Manufacturer narrative:
Sorin group (B)(4) manufactures the sc system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The clinician reported noise from the pump. The clinician felt that the pump was defective. The service representative replaced the motor during a regular scheduled maintenance call. The pump motor was returned to sorin group (B)(4) for evaluation. The investigation showed no problem with the bearings. The bushings were found to be worn and carbon dust was found. This is a sign of wear. The motor was six years old. No further action was deemed necessary. The facility reported this to their (B)(4). This medwatch report is being filed as a result of this action.

Event description:
The clinician reported noise from the pump. The clinician felt that the pump was defective. The service representative replaced the motor during a regular maintenance repair.